Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal morphine 3 mg/day and bupivacaine 3 mg/day. The concentrations were unknown. Logs were read by the physician. Logs showed ¿reset occurred ¿ low battery¿ followed by ¿pump in safe state¿ on (B)(6) 2017 at 22:23. The hcp restarted the pump back at the same dose it was previously delivering. The cause of the reset was undetermined. The reset was resolved. The office was seeking insurance approval for the replacement date of (B)(6) 2017. The patient¿s weight was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain, peripheral neuropathy, and chronic low back pain. The drug, dose, and concentration were unknown. It was reported that the personal therapy manager (ptm) displayed code 8474 ¿ reset. The code was unresolved. There were no reported symptoms. Hcp information was not known. There were no further complications reported.